Event description:
It was reported that, during a hip fracture revision surgery, the lag screw driver broke while trying to remove a fractured lag screw. No fragment fell inside of the incision. To remove the lag screw, the fractured mayor trochanter had to be lifted and, with a clamp from the hospital, the lag screw was able to be gripped. Surgery was delayed more than thirty minutes. The patient was not harmed as consequence of this malfunction.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A visual of the provided photos was conducted. The t-handle was confirmed to have a broken tab. The tensioner was confirmed to have minor surface markings; functionality damage cannot be confirmed. The driver was confirmed to have a fractured threads. The devices were manufactured in 2016, 2017, and 2018. A review of the manufacturing records for the provided batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Although there were no prior complaints for two of the three reported batches. The devices reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.